Event description:
It was reported that during a routine in clinic check this patient had noted shortness of breath for the last few weeks. Interrogation of the device showed that the right atrial (ra) lead exhibited high pacing thresholds resulting in intermittent capture. The patient was admitted to the clinic for a right atrial lead replacement or repositioning. Additional information noted that a revision took place, and this lead was replaced. A fluoroscopy was done prior to the revision which showed that the lead was in an appropriate position, but the physician had mentioned that the patient had cardiac surgery which may have left scarring in the atrium. This lead was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a routine in clinic check this patient had noted shortness of breath for the last few weeks. Interrogation of the device showed that the right atrial (ra) lead exhibited high pacing thresholds resulting in intermittent capture. The patient was admitted to the clinic for a right atrial lead replacement or repositioning. No adverse patient effects were reported.